Event description:
A pt under cardiac arrest required defibrillation. Upon the initial shock at 200 joules a brief puff of smoke was noted at the bottom end of the upper pad. The customer indicated that the arcing was not believed to have contributed to the pt's death. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.